Event description:
Patient reported persistent headaches following the implant procedure. Initial management included a course of steroids and antibiotics from the physician. Despite multiple follow-up visits, symptoms persisted. Additional interventions included pain management medications, a repeat course of steroids, and a trigeminal nerve block. The patient was referred to an interventional pain specialist and also pursued additional therapies, including acupuncture and massage. The issue has since been resolved.